Event description:
It was reported ((B)(6)) hf sensor was not calibrated during the initial implant procedure due to unrelated technical issues . The patient was admitted to the hospital on (B)(6) 2018 where the sensor was calibrated via right heart catheterization. Reportedly the patient is stable and the issue has resolved. The patient was discharged on (B)(6) 2018. The patient is a clinical study patient.